Event description:
It was reported that pump displayed minimum fill notification while customer attempted to load cartridge containing usable insulin greater than 50 units. There was no adverse impact to the customer's blood glucose level. Customer first tried to reload same cartridge without success, then, with guidance from technical support, cleaned pneumatic tap area and followed proper steps to fill and load new cartridge, after which cartridge loaded successfully and insulin delivery was resumed.